Manufacturer narrative:
G4: 21jul2020. B4: 04aug2020. Customer replaced the unit's battery and unit operated as intended. Unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
The customer contacted technical support (ts) stating that unit's battery was not holding charge.